Event description:
The following has been reported: per nurse, was pulling from primary and back flowing into secondary despite having secondary programming running. Nurse was using the k-zero set and changed the set 2 times thinking it was a set issue. Sets were not saved. (Fresenius kabi qa note (B)(6) 2024, k zero was not being used) additional context provided: nurse pressed start for secondary infusion. It was noted that instead of it pulling from the secondary bag, it was pulling from the primary as evidenced by flow into the primary drip chamber. Backflow during this was evidenced by the secondary drip chamber filling when it was pulling from the primary bag. Pump was running a secondary infusion program not a back prime and 3 sets were tested from the previously provided lot number before the pump was switched out. An active infusion was delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Therefore, the customer complaint cannot be confirmed and a definitive root cause cannot be identified. A batch review was performed. No exceptions were generated that could classify as a possible root cause of the reported issue.